Manufacturer narrative:
An event regarding crack/fracture involving an unknown insert was reported. Method & results: product evaluation and results: not performed as no product was returned for evaluation. No photographs were provided for review. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed...date of right tka (B)(6) 2007; was revised on (B)(6) 2015 due to poly fracture after a fall". Update 19/december/2018: clinical trial manager provided an update: "hairline fracture of the right medial femoral condyle. No other implants were damaged apart from the insert".